Event description:
While on site for a service call, technician was informed that bed exit detection system did not detected a patient exiting the bed. Event did not resulted in a patient fall or in injury.